Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Event description:
The customer stated that her doctor wants the insulin pump replaced because it no longer has any audible tones. Troubleshooting was performed and the insulin pump did not beep during the tone test.